Manufacturer narrative:
Concomitant products: product ID: 8781, lot# n608570003, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider regarding a patient in (B)(6) who received gabalon intrathecal at 75 mcg starting (B)(6) 2016 and continuing. The patient's underlying disease was glioma. There were no complications or past histories of adverse reactions. There were no concomitant medications. On (B)(6) 2016 during the physician's rounds, it was discovered that water had collected in the back pocket; serous retention. There were no signs of infection. This was deemed as non-serious and the patient was recovering. However, after a CT, catheter x-ray study, was taken to check the condition of the catheter, the catheter had deviated from the pulp cavity. The catheter dislodgement also occurred on (B)(6) 2016. The dislodgement was deemed as "3-severe" where hospitalization or prolonged hospitalization occurred for treatment of the adverse event. The outcome was reported as recovered. The catheter was replaced and "reconstructed." There were not any problems until the "previous day," and after the pump was implanted. The spasticity had been controlled and rehabilitation was progressing with enthusiasm; worked hard for rehabilitation. Perhaps as a result of moving the body forward and backward during rehabilitation, the anchor's purse-string suture seam had torn. It was believed that the catheter came out during peristalsis as a result. The serous retention and catheter dislodgement were reported as unrelated to the investigational drug, catheter, pump, and programmer, but unknown if related to the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-22 it was further clarified that there were not any problems until the ¿previous day¿, and after the pump was implanted. Before serous fluid issue, the patient had not any other problem. The catheter was replaced and discarded at the hospital. The pump was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.